Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a thin flap following lasik flap creation. Additional information has been requested.

Manufacturer narrative:
Additional information provided. During the technical onsite visit, the field service engineer (fse) re-adjusted the beam path, the energy and adjusted the z-offset value. The system meets specification per service installation record. The root cause could not be determined conclusively. The possible root cause is an adjustment of z-offset. The manufacturer internal reference number is: (B)(4).